Event description:
Same case as MFR# 2132465-2011-03065, 2134265-2011-03067. It was reported that during prep for a drainage catheter procedure, the physician found that a portion of the packaging stuck to the device while unpacking. Another of the same device was used to complete the procedure. No patient complications were reported as there was no patient contact.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).